Event description:
Consumer called to report prolonged hospitalization, due to inaccurate readings with her meter. Was in the hospital after having a baby, bolused on a 400 reading and went into insulin shock. Was treated while in the hospital.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.